Event description:
Physician reported that probe test was completed successfully by nurse. The 2.1cm fa located in the upper inner quadrant at 2 o'clock position. Peri-area incision and inserted probe on right lateral side. Positioned probe with no problem. Due to the location of the lesion the probe was touching the nipple and skin surface (6 cm). Completed 1-2 minutes of the first freeze and pt complained of stinging sensation. Inspected the insertion site and discovered that the shaft of the probe had frost on it. Checked that the pt was comfortable and subsequently re-positioned probe to ensure that it was not touching the skin surface. Completed the procedure. At the end of the procedure pt was treated for frost bite to skin that came in contact with the probe shaft. Treated pt by excising damaged tissue resulting in 4 mm x 6 cm incision. Followed up with daily visits post-treatment for 6 days and continue to monitor pt on a weekly basis.